Manufacturer narrative:
Date sent to the FDA: 04/1/2024. It was reported that the patient underwent a hernia repair surgery to correct liver, kidney, stomach ulcers. The hernia mesh shifted and did not correct the medical problems. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 03/29/2024. Additional b5 narrative: it was reported that the patient experienced leakage and abdominal issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: what type of surgery did you have? Hernia repair: abdominal. Please provide the date of surgery. On (B)(6) 2023. What ethicon product was used? Do you know the product code or lot number? Johnson & johnson hernia repair kit. That is all the information the patient has available. No specific product name, code or lot were provided. Was a new surgery performed to correct your condition? If yes, date and name of the procedure? No additional procedures have been performed. If in your possession, may we have a copy of your operative report? No. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. The primary surgeon is no longer servicing ¿ has retired - and the patient does not wish to provide consent to contact the hcp office. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an abdominal hernia repair procedure on (B)(6) 2023 and mesh was implanted. The patient reported experiencing abdominal bleeding, that the right kidney has been affected and that this product did now allow them to heal properly. A contact from the doctor office indicated that the hernia mesh had caused a staph infection in the abdominal wall. Re-operation was suggested but the patient has not approved it. Additional information was requested.